Event description:
Additional information added to file: the three broken plates were removed and new plates were implanted. A surgical delay in excess of 30 minutes was reported, however the actual duration of the delay is unknown.

Event description:
(B)(6) reported 3 plates broke due to a blade breaking during the surgery.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.